Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, increased capture threshold was observed. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition.